Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence, prolapse and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, bleeding and dyspareunia. It was reported that due to patient bleeding and mesh exposure the patient underwent mesh revision on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01162. The same patient is represented in each medwatch in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal extracorporeal hysteropexy, anterior colporrhaphy, creation of a neocardinal uterosacral ligament complex with bilateral sacrospinous ligament fixation and polypropylene.

Event description:
It was reported that the patient concurrently underwent vaginal extracorporeal hysteropexy, anterior colporrhaphy, creation of a neocardinal uterosacral ligament complex with bilateral sacrospinous ligament fixation and polypropylene.